Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). The patient's head was wrapped as recommended by cochlear. Surgery to reposition the magnet was completed on (B)(6) 2024. The implanted device remains.

Manufacturer narrative:
This report is submitted on july 04, 2024.